Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier bent while clipping. The customer noted there was an occasional unintended movement of the clip. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint that "there was an occasional unintended movement of the clip". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the clip test. No damage was found. The instrument was fully functional. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the medium-large clip applier (part # 470327-12 / lot/ serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial # (B)(4). There were 84 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Fi the product is not implantable.